Event description:
The pt reported that his infusion device shut down without warning. The pt was aware of the power pack recall. The pt stated that he normally changes out his power pack every 2 weeks, but stated that this power pack was in his infusion device for at least 2 weeks and probably longer. The pt changed out the power pack with a new power pack and the infusion device started working properly. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.